Manufacturer narrative:
(B)(6). The device was received for evaluation. A visual inspection (naked eye) was performed which revealed broken occluder feet on the main body beneath the twist sleeve which caused the reported condition. The sample failed to meet specification. The reported condition was verified. No functional testing was performed on the sample. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was leaking while the twist clamp was closed. The leak was noticed during use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.